Event description:
It was reported that guidewire tip detachment and unretrieved device fragment occurred. The patient presented with coronary stenosis. A 182cm pt graphix guidewire was selected for use. However, the guidewire fractured approximately between body and tip. The guidewire tip deprecated from wire body. The detached portion was removed; but a portion remained inside the patient. The procedure was not completed as the patient was sent for transthoracic surgery due to complication. No further patient complications were reported. It was further reported that wire tip dislodged from wire body and could not be retrieved percutaneously. Moreover, the percutaneous coronary intervention (pci) was discontinued in leu of the surgery.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that guidewire tip detachment and unretrieved device fragment occurred. The patient presented with coronary stenosis. A 182cm pt graphix guidewire was selected for use. However, the guidewire fractured approximately between body and tip. The guidewire tip deprecated from wire body. The detached portion was removed; but a portion remained inside the patient. The procedure was not completed as the patient was sent for transthoracic surgery due to complication. No further patient complications were reported.